Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, a strange noise could be heard when trying to screw the ventricular lead into the device. It was also reported that the lead was not correctly connected to the header of the device, so it had to be screwed out. When the lead was attempted to be screwed back in, it was noticed that there was no screw because the screw remained connected to the screwdriver from the first implant attempt. The device was removed and replaced. No patient complications have been reported as a result of this event.